Event description:
Procedure type: lap chole. According to the reporter: balloon exploded before use when air was inserted. This device was not used on pt. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 09/26/2008.